Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. The wearable failed at approximately 8:00 am on the same day, preventing blood glucose (bg) monitoring. Approximately 30 minutes after the failure, the patient developed symptoms including nausea, vomiting, frequent urination, and generalized malaise. The patient¿s parent attempted to obtain a bg reading using a glucometer; however, the result displayed ¿high.¿ due to worsening symptoms, the patient was transported to the hospital at approximately 5:30 pm. Upon evaluation, the patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Treatment included administration of antiemetics (zofran and promethazine), insulin (humalog), and intravenous saline with potassium supplementation. Following treatment and monitoring in the ICU, the patient¿s condition stabilized. The patient was discharged home in stable condition on (B)(6) 2026. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure on 04/02/2026. The probable cause was determined to be very low count aberration. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.